Manufacturer narrative:
H3: analysis found electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were; red 25 ohms, red [w/white band] 20 ohms, blue 29 ohms, and blue [w/white band] 15 ohms. There were no shorts between circuits or intermittent behavior while manipulating the circuits. When viewed under magnification, there were indentation marks on the harness plugs only on one side that measured .25¿ to .29¿ from the distal end of the plug. In the returned condition, there was no out of specification condition identified. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a clinical case today, the site had extremely noisy signal on the nim. They tried troubleshooting for about 30 min before calling the rep, and he tried for another 30 min before calling ts (about 1 hour delay to case). They isolated the system and interface box from other electrical sources and swapped outlets several times with no resolution. The blue lead had the highest noise on the signal, jumping up in the 1000-4000 range. The rep swap the leads from 1 and 2 to 3 and 4, and the noise followed the leads, and the blue cables continued to have the highest noise. Had them swap to a different trivantage tube and the issue resolved. The case was delayed because of all the fiddling the nim required to make it work right. It never worked correctly until the emg tubes were changed during the case. The new tube worked correctly which made the nim work correctly. There was no patient impact.